Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter would not irrigate anymore. Physician noticed the slider was difficult to slide and pulled the catheter out of the body. When tested, device irrigation did not work. The device was replaced with a new catheter and continued with the procedure. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter would not irrigate anymore. Physician noticed the slider was difficult to slide and pulled the catheter out of the body. When tested, device irrigation did not work. The device was replaced with a new catheter and continued with the procedure. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.